Event description:
It was reported to philips that system was not switching on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Review of the system log file confirmed the malfunction as pdu (power distribution unit) control module failed. Upon troubleshooting, fse found that there was no power to on off pcb. To resolve this issue, fse replaced the fan and power assembly tray. The defective pdu fan tray was returned to philips for analysis and found that there was an issue in the power supply 24v. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.